Event description:
Allegedly, patient revised due to severe and debilitating pain and weakness, suffering, physical impairment and mom complication. (Right)

Manufacturer narrative:
This is the same event as 3010536692-2015-00716.